Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approx. 87 months after the implantation the patient had gone for pacemaker follow up with complaints of intermittent syncope. The interrogation showed sensing issue with this rv lead in spite of having normal lead impedance. The lead was replaced as patient is dependent on pacing.